Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user reconnected to the ilet pump and observed a blood glucose value of 314 mg/dl with a rising trend. The user received guidance to allow time for correction, and subsequently reported that glucose levels returned to normal. Reported symptoms included feeling hot. The outcomes of the event included no need for outside assistance and no medical intervention or hospitalization. The investigation included customer follow-up and troubleshooting education provided by support. Investigation of the case revealed no device malfunction or component failure, and glucose levels normalized with continued pump use. Based on previously established findings for similar reports, the cause was concluded to be unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.